Manufacturer narrative:
Additional narrative: concomitant device: part# 311.01, synthes lot# 5025092, supplier lot# n/a, release to warehouse date: 16 jun 2005, manufactured by: synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The repair technician reported handle was broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during inspection of the synthes product in the sterile processing department (spd), the handle of handle with mini quick coupling was cracked. It was also noted on the tip of the screwdriver has excessive wear. There was no patient involvement. This report involves one (1) handle with mini quick coupling. This is report 2 of 2 for (B)(4).